Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was received for evaluation; one (1) event was confirmed during testing. The device was found to be affected by fluid in the tip of the drivetrain. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one (1) malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.